Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the image issue (intermittent black image) was due to an error in connecting the sdi cable. Moreover, this failure likely caused the reported procedural delay. The event can be detected/prevented by following the instructions for use (IFU) in section: 9.2 troubleshooting guide this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service coordinator reported to olympus that the video system center exhibited intermittent black image when multiple scopes were plugged in. The event occurred during a diagnostic cystoscopy procedure. The procedure was completed with a similar device after a 5-minute delay. There was no impact to the patient or the outcome of the procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
It was reported that during troubleshoot, the cv-170 socket was checked for debris, and none was found. The olympus field service coordinator reconnected the sdi cable on the back of the monitor and had an image, then removed the cable a little and still had the image. The olympus field service coordinator reported that the sdi cable was not connected properly to the monitor which caused the reported issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.